Event description:
I had essure procedure done in 2010. I have severe abdominal pain, migraines, hair loss, numb hands and feet, brain fog, heavy unmanageable menstrual cycles. I have not been able to afford a doctor until recently. I am scheduled to have a hysterectomy in two days. My body is crippling up. FDA safety report ID# (B)(4).